Manufacturer narrative:
(B)(4). See op notes attached. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: the image is reviewed demonstrate a discontinuous links device. The operative note describes the presence and repair of a paraesophageal hernia. The mechanism/cause of failure is unknown as a hands-on analysis of the device is necessary to determine the cause of failure. No further investigation can be completed at this point.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2023 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the malfunction were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. B3: only event year known: 2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient with history of gerd and linx implant on (B)(6) 2017. Patient did well until (B)(6) 2022 when linx was found to be discontinuous. Patient underwent explant on (B)(6) 2022. At that time, a 14 bead linx device was replaced with a 16 bead linx device.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2023. See op notes.